Event description:
Reporter alleged when customer called into the manufacture for a general inquiry, a partial display was discovered on the blood glucose monitoring device screen. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.